Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the pump flow was assessed and found to be suboptimal in auto-mode. A subsequent fluoroscopy revealed a kink in the cannula proximal to the outflow. The impella cp device was explanted. The patient survived the procedure.